Event description:
Hcp reported pt presented with signs of an infection. Pt was treated with removal of device - date unknown - and reimplantation took place 3 months later. The device was not returned to the MFR for analysis. A follow up report will be sent when additional info is received.